Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and stained end cap sticker. No loose flush drive support disk noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a motor error alarm. The customer's blood glucose level was 436 mg/dl. The caller reported that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.